Manufacturer narrative:
The supply line connection was not tightened during the set up, which led to a disconnection during the therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the supply line of the homechoice cassette became disconnected from the supply bag during peritoneal dialysis therapy. The patient was connected to the set up and in drain three of four at the time of the reported event. They woke up to find the disconnection had occurred and stated that it was because the connection was loose due to them not tightening it. The technical service representative assisted with ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.